Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign patient receiving baclofen via implanted infusion pump. It was reported that the patient had a baclofen pump for 33 years and had worked very well. It had always been very precise, down to 0.1/2 of a mil. The patient recently had a refill and was told the pump had switched off and there was around 2.8 ml in the pump there should be 1.3 which was about 13 days worth over what it should be left in the pump. 13 days earlier the patient stated they were wearing a heated gilet powered by a battery pack. The patient asked if that could have caused the pump to switch off. The patient had did not have MRI or xray and there wasn't any thing else they could think it could have been. No further information was provided.